Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system stuck at 0.00. A review of the system logfiles found a malfunction with the flexvision pc. Upon troubleshooting actions, fse found flexvision pc was not turned on and hard drive, power led and fans were off. Fse replaced flexvision pc and configured the video inputs, rgb, media wall and screen layouts. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc failed to boot up. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the flexvision pc was defective. The flexvision pc was replaced and the system was returned to use in good working order.